Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he was having problems lowering his blood glucose lower then 200 mg/dl and his blood glucose was high. Customer's current blood glucose was 262 mg/dl. Troubleshooting was performed, it was determined that the act button brought up the status screen and not the main menu. The esc button was also not working. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump vibrated properly at the end of the bolus delivery. The insulin pump functioned properly. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.